Manufacturer narrative:
The reported field event of an inability to remove the stylet from the quartet quadripolar pacing lead was confirmed in the laboratory. Visual inspection of the stylet noted the coating was stripped and bunched at the distal end. The coating anomaly would have led to difficulty removing the stylet.

Event description:
It was reported that during an implantation procedure, the lv lead would not fully insert while within a guidewire. A stylet was then used to insert the lead and afterwards the physician had a difficulty to remove the stylet. As such, the physician elected to exchange the lead. The lead was removed and a new lead was implanted. The patient was in stable condition.